Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The 99% stenotic lesion was located in the calcified, tortuous, proximal to mid right coronary artery (rca). The lesion was initially treated with atherectomy and pre-dilation with a maverick2 balloon catheter. A 4.0x16mm liberte stent was then deployed in the lesion. The quantum maverick monorail balloon was to be used for post-dilatation but ruptured. The number of inflations and to what pressures is unk. The procedure was completed with a different device. There were no reported patient complications. Patient status listed as "good".